Event description:
It was reported that during a biliary angioplasty and stenting treatment procedure, balloon removal difficulties were encountered. The customer stated that, after dilatation angioplasty and while "withdrawing the balloon from the patient, resistance was felt and the physician used some extra strength to withdraw the balloon" from the 6f introducer sheath. The "balloon catheter shaft broke in two pieces; it broke approx 1 cm proximal from the proximal balloon marker." The entire introducer sheath was withdrawn. After removal, the physician could see that the distal part of the balloon was not totally re-wrapped and had caused the sticking in the introducer. The procedure was successfully completed using this device without patient complications. Current patient status is reported as "okay."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. 510(k)# k011909.